Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states that "she felt harmed due to the low air pressure. Patient stated she has been uncomfortable while using the machine, has had a respiratory illness, lightheaded, and blood pressure issues. Patient again stated that she doesnt know if this is related to the device but believes it could be. Patient scheduled a pulmonary dr visit for the end of december.". Patient also states that the replacement device has not been providing the right pressure, even despite attempts at troubleshooting. There was a report of medical intervention being required, which the patient went to her primary care doctor for the respiratory illness and is on prednisone, patient was on blood pressure medication. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states that "she felt harmed due to the low air pressure. Patient stated she has been uncomfortable while using the machine, has had a respiratory illness, lightheaded, and blood pressure issues. Patient again stated that she doesn't know if this is related to the device but believes it could be. Patient scheduled a pulmonary dr visit for the end of december.". Patient also states that the replacement device has not been providing the right pressure, even despite attempts at troubleshooting. There was a report of medical intervention being required, which the patient went to her primary care doctor for the respiratory illness and is on prednisone, patient was on blood pressure medication. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. Further information received that- the device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed.